Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Patient has stimulation on running sub-threshold. Patient stated that he noticed he was having some increased back pain so he tried to turn stimulation intensity up, but could not feel any stimulation at all regardless of intensity. Today rep interrogated battery to find that lead 0-7 had high impedance >10,000 on all contacts except for zero, two, six, seven. Lead 8-15 had high impedance on all contacts. Patient was reprogrammed using contacts within normal limits. Patient to discuss lead revision as well as battery replacement for eri/eos with the nurse practitioner. Patient stated he does not remember when he noticed having increased back pain that it just gradually happened. Patient states he does not remember pushing pulling lifting anything heavy and safety. He did not have any falls.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2020; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.